Event description:
Ventilator alarm activated - ventilator not functioning. Panel read out indicated "faulty tech 2". Pt ventilated with ambu bag. Ventilator checked by respiratory therapist. Performed routine trouble shooting/assessment of equipment without success. Obtained another ventilator. No adverse outcome to pt. The ventilator was evaluated by the biomedical dept and was noted to have a defective servo valve which was replaced. The unit was tested post valve replacement and ran without a problem.